Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead. The physician noticed that there was an insulation breach. This lead was removed and replaced with another lead. The lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspections of the lead noted multiple cuts in the insulation, likely related to procedure damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead. The physician noticed that there was an insulation breach. This lead was removed and replaced with another lead. The lead was returned. No additional adverse patient effects were reported.